Manufacturer narrative:
The technician found a separated connector on the sidecom cable due to missing screw anchors. The technician replaced the sidecom cable to resolve the issue.

Event description:
The technician alleged the nurse call did not function. No patient impact.